Event description:
It was reported that this implantable pacemaker's remaining battery longevity was observed to have decreased by two years over the course of thirteen months. The physician suspected that the battery was exhibiting premature depletion. A surgical replacement procedure is anticipated to resolve the event, but this has not yet occurred. At this time, this pacemaker remains implanted and in-service. No adverse patient effects were reported.